Event description:
It was reported the epg (external pulse generator) automatically powered off and then failed to power on. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification, it failed the battery removal test. The epg shut off after it was powered up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.